Event description:
The surgeon reported the trocar cannula became disengaged from the cannula hub and slipped into the eye. The surgeon stated infusion leakage was noted where the tubing meets the metal piece. The surgeon noted an extended surgery due to the time required to enlarge the incision and remove the cannula. The infusion pressure could not be sustained and intra-operative bleeding was noted. The wound was sutured. Additional info has been requested on the event and pt status.

Manufacturer narrative:
No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation.